Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to multiple occlusion alarms, customer ran out of pump supplies. Customer's blood glucose (bg) was 466 mg/dl and went to the emergency room (ER). Customer was treated with intravenous fluids and insulin injections. After 3 hours, customer left the ER feeling "fine" and bg was 401 mg/dl.